Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment regarding issue with connector. It was found that the atrial output connector was contaminated inside and cable plug would not fully insert into connector to latch due to contamination. The customer comment of battery drawer not latching was unconfirmed. However lower case-battery drawer and compartment were found to be contaminated, upper case was found to be contaminated and dented, keypad window was scratched and hanger was noted to be broken. All found defective parts were replaced and all other identified issues were resolved. The epg then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the connector ports of the external pulse generator (epg) were broken and the cables did not click into place particularly on the atrial port. It was further reported that the door of the battery compartment was broken and did not always stay latched. There was no patient involvement.